Event description:
Allegedly removed during the revision of another component. Patient was of average weight and high activity level.

Manufacturer narrative:
Conclusion: no failure detected and product within specification.the complaint was reviewed and analysis showed no trend for item/lot. Photograph and radiograph were provided and reviewed. The product was not returned.(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00880.

Manufacturer narrative:
Conclusion: no failure detected and product within specification. The complaint was reviewed and analysis showed no trend for item/lot. Photograph and radiograph were provided and reviewed. The product was not returned.(B)(4).